Manufacturer narrative:
FDA recall number z-1493-2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The tactisys displayed an error stating that contact force was not synchronized and to check the ethernet cable after connecting the ablation catheter. The connections were verified and the tactisys was power-cycled with no resolution. A second tactisys was connected and the procedure was continued. Even though no adverse event occurred due to this device, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.

Manufacturer narrative:
The reported event was confirmed. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.